Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not available.

Event description:
A patient specific implant prescription form was received for patient's impending revision with diagnosis "instability of left knee" additional notes indicate: instability of left knee with failure of bushing and asymmetrical wear of tibial component and patella resurfacing osteosarcoma in 1997 treated with a left dfr.